Event description:
Customer reported he had high blood glucose of 409 mg/dl, treated with manual injection. Customer reported the insulin pump kept alarming no delivery. Troubleshooting was performed. Customer was advised to disconnect and reconnect; reservoir and infusion set, and performed a manual prime. Customer stated the insulin did exit the tubing and no alarm was noted. Customer was advised the device was working how it is intended to work. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.